Event description:
Patient had re-implantation of spinal cord stimulator s/p removal of infected spinal cord stimulator. Patient had procedure without complications. At end of procedure patient became hypotensive and breathing changes. Efforts to resuscitate failed. Patient expired.